Event description:
It was reported that the patient was wearing the pod was approximately 24 hours when the customer noticed that the cannula was positioned on the outside of the pod and appeared bent. The patient's blood glucose was elevated at 26 mmol/l (468 mg/dl) with ketones measuring 3.8 mmol/l. As a result, the patient developed mild diabetic ketoacidosis (dka) and was admitted to the emergency department at darlington memorial hospital for 14 hours. Reported symptoms included vomiting. The patient was treated with IV fluids and short-acting insulin administered through fluids. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown0. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.